Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room with the implantable cardioverter defibrillator eroded through the pocket and partially exposed. No infection was noted. The device, right ventricular, right atrial and left ventricular leads were explanted. The patient was in stable condition.